Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient stated they received a smaller belt and it holds the charger closer to their device. Patient stated it takes 20 minutes to get 10 points on the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient who reports the cause of the inability to connect and charge the implant is unknown. They state they have had x-rays taken in order to see what is going on and patient has an appointment on february 7th to discuss this. Patient has also been sent a smaller recharging belt. Patient did not use a belt to recharge prior to this. Issue has not been resolved.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that a patient with an implantable neurostimulator experienced multiple issues related to the device's charging process. The patient was unable to maintain a connection between the handset and the wireless recharger, and the implant was flashing red, indicating it could not take a charge. The patient also experienced severe leg pain, describing it as feeling like their leg was going to blow off. Additionally, the patient encountered a "not found" message when attempting to connect the handset to the recharging app, and the recharger was at 50% charge. Despite repositioning the wireless charger, the connection only improved from excellent to good. The patient confirmed the incision site was healed and denied any recent falls or trauma. Troubleshooting steps included resetting the wireless recharger, restarting the handset, toggling airplane mode, and attempting to connect the handset to the recharging app. The issue remained unresolved, and the patient was redirected to their healthcare provider for further assistance.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.